Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel in the left forearm. After a 4fr non-bsc introducer sheath was placed and a non-bsc guide wire crossed the lesion, a 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres; however, during the second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.